Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit was reviewed. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis.

Event description:
The customer alleges that there was resistance in removing the epidural catheter. The tip was left inside the patient. No patient injury or consequence reported.